Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the compressor, and verified the customer reported malfunction. The se replaced the solenoid valve to resolve the issue. Both the compressor and ventilator were then found to be functioning as intended.

Event description:
It was reported that, when turning on a ventilator, the compressor was unable to reach normal pressure and the device generated a &#49935;w pressure&#55297;larm message. There was no patient involvement.